Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the patient¿s post-radiation device check there was one rv (right ventricular) under-sensed beat noted on an episode for the right ventricular (rv) lead. It was also noted that the rhythm was irregular at most times with suspected premature ventricular contractions. The rv lead remains in use. No patient complications have been reported as a result of this event.